Event description:
It was reported by the hosp risk mgr that a therapeutic hydrothermal ablation procedure was performed in 2004. According to the nurse, no alarms went off during the procedure. At the post op appointment two days later, a small second degree butterfly perineal/slightly vaginal burn about 8 inches square was seen and treated with cream. The pt went to a wound clinic the 1st week of march 2004. Then in 04/2004 the pt presented with abdominal symptoms, was readmitted and was treated in the wound clinic the next day with a wound vac. There was bleeding with sepsis, hypertension and a tubal-ovarian abscess. Transfusions and a hysterectomy were then performed. Pathology of the uterus and ovaries was indeterminant and there was no evidence of an interior thermal injury. Cancer was a possible diagnosis and the pt had had an unexplained 33 pound weight loss over 3 months before the hta procedure. The pt was followed closely and has healed well.